Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette any diluent in row b and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement. During a review of complaints, this event was noted to be a possible MDR.